Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open in the middle and distal sections. The patient was undergoing surgery for treatment of a fusiform, unruptured v4 posterior circulation dissecting aneurysm with a max d iameter of 6mm and a 5mm neck diameter. The landing zone was4.2mm distally and 4.8mm proximally. It was noted the patient's vessel tortuosity was minimal. Dapt (dual antiplatelet treatment) was administered and the pru level met the standard. The angiographic result post procedure showed the blood flow was unobstructed and the retention was obvious. It was reported that the distal end of the stent could not be opened, nor could the middle section. The middle section of the pipeline was positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed with the microcatheter. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-78210), ruler (m-83361) ¿ as found condition: the pipeline flex braid was returned for analysis withing shipping box; and within a plastic bio-pouch. The pipeline flex pushwire was not returned for analysis. Therefore, any contributing factors could not be assessed. Damage location details: the braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends were found fully opened and damaged. No other anomalies were observed. Conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure /incomplete open at distal and proximal as the device was resheathed the pipeline flex braid ends were found to be fully opened and damaged. Possible causes of failure/incomplete to open include vessel tortuosity and damage braid. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the procedure was completed by replacing the pipeline with a smaller model. The cause of the failure to open was not determined.